Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous superficial femoral artery. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. However, during first inflation at 12 atmospheres, the balloon ruptured in a pinhole form. The procedure was completed with another of the same device. No patient complications were reported.